Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. It was also reported that there was a concern for premature battery depletion. Continued monitoring was recommended. As of today, this device remains in service. No adverse patient effects were reported.